Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a burr hole cover (bhc) explant due to wound dehiscence. The physician elected to remove the bhc to promote wound healing. The patient was admitted to hospital beyond the standard of care and was administered antibiotics as a precautionary measure. Cultures were obtained and the results were negative. Postoperatively, the patient was discharged from the hospital and is reported to be doing well. The explanted device will not be returned to boston scientific for analysis, as it was disposed of.